Manufacturer narrative:
Date sent to FDA: 6/11/2020. Additional information: a1, a2, b7, d3, g1, g2. Additional b5 narrative: it was reported that the patient experienced recurrent hernia following the surgery. Corrected information: a2.

Manufacturer narrative:
Patient codes: 1994, 3189 - surgical intervention, 3191 - mesh migration, recurrence. It was reported that the patient had a revision surgery on (B)(6) 2011. It was reported that following the procedure the patient have experienced pain, recurrence, mesh migration. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2010 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.